Manufacturer narrative:
The patient sample was submitted for investigation and the elecsys anti-hcv ii result was 0.026 coi (non-reactive) which confirmed the customer's result. The result from an inno lia hcv blot was negative. It was determined the non-reactive result was correct for the sample. The elecsys anti-hcv ii assay performed within specification.

Event description:
There was an allegation of questionable anti-hcv g2 elecsys results from the cobas 8000 - cobas e 602 module. The result did not match the patient's clinical diagnosis. The elecsys a-hcv ii result was 0.035 coi (negative). The result from an abbott assay was 1.78 (reactive). No unit of measure was provided. The result by elisa was positive. No specific data was provided. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The investigation is ongoing.